Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. Reportedly, the customer had reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.